Event description:
The customer reported an intermittent lock up-error that occurred during a case. The customer rebooted system and it functioned as intended. No pt injury was reported.

Manufacturer narrative:
The ge service rep reseated the connectors the tested multiple xray and boot ups. The system functions as intended.